Event description:
It was reported that during a lap gastrectomy procedure, the device only stapled one side. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.